Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing could not replicate the reported issue; the pump¿s downstream occlusion (dso) sensor was found to be functioning properly and activating within specification; however, the dso sensor was found worn. The root cause was unknown. The dso sensor was replaced as a precaution. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for ¿no cassette¿. There was unknown patient involvement and unknown patient harm.